Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
(B)(6) clinical study. It was reported that patient death occurred. In (B)(6) 2015, clinical assessment indicated that the patient's qualifying condition was the myocardial infarction <24 hours prior to the index procedure. The patient then underwent an urgent/emergent percutaneous coronary intervention (pci).subsequently, the index procedure was performed. The target lesion was a de novo lesion located in the distal left circumflex artery with 100% stenosis and was 20mm long with a reference vessel diameter of 2.75mm. There was mild vessel tortuosity and a thrombus was present. The thrombolysis in myocardial infarction (timi) flow was 0. This was the culprit lesion for the st elevation myocardial infarction (stemi). The target lesion was treated pre-dilatation (diameter of largest balloon = 2.8 mm; 8 atm) and insertion of a 2.75x20mm study stent. Post dilatation was performed (diameter of largest balloon = 2.75 mm; 18 atm). Post procedural residual stenosis was 0% and the timi flow was improved to 3. Two days post index procedure, the patient was discharged on aspirin and ticagrelor. In (B)(6) 2016, 233 days post index procedure, the patient was admitted to the hospital for generalized weakness over a period of several weeks, as well as for increased lower extremity and abdominal edema. The patient also reported a poor appetite and weight loss of 50-75 lb over the preceding year. She was hypertensive (bp 175/98). On exam there was chronic-appearing lymphedema of the lower extremities. The admission impressions were anasarca (a combination of both diastolic congestive heart failure and hypoalbuminemia), acute-on-chronic diastolic congestive heart failure, and hypoalbuminemia. Lasix (furosemide) was administered in the emergency department (ed). One day after, a gastroenterology consultation was performed to evaluate anasarca, lower extremity edema, and ascites. The consultant doubted portal hypertension or intra-abdominal malignancy. He suspected the edema was due to congestive heart failure, with a component of malnutrition. He could not discount the possibility of a component of chronic liver disease, possibly from a nonalcoholic steatohepatitis. He opined that chronic hepatopathy was a consideration, but noted that liver enzymes were normal expect for the alkaline phosphatase. His recommendations included correction of volume overload and an ultrasound with paracentesis. The following day, the patient underwent paracentesis for 1.3 l of ascetic fluid. Fluid cytology was negative for malignancy. On the same day, a cardiology consultant was contacted to rule out heart failure. He noted that a chest x-ray showed no clear evidence of heart failure. There was no history of worsening shortness of breath, orthopnea, paroxysmal nocturnal dyspnea, or chest pain. He assessed the ascites and edema as non-cardiac in origin. A right heart catheterization was planned for (B)(6) 2016 to further investigate the subject's symptoms. During the course of the hospitalization the patient's liver enzymes remained relatively normal, but experienced intermittent encephalopathy, with a peak ammonia level of 111, down to 44 on in (B)(6) 2016. The patient had intermittent nosebleeds and continued on ticagrelor due to the coronary artery stent. In (B)(6) 2016, a supportive care consultation with the patient's family. The impression was esld (end-stage liver disease) due to probable non-alcoholic steatohepatitis, with coagulopathy, anasarca, encephalopathy, severe protein calorie malnutrition, and profound debility. Due to significant co-morbidities, liver transplantation was assessed as not an option. The hospice referral was completed and the subject was made ohdnr (out of hospital do not resuscitate). There was no acute delirium or agitation. Lactulose and xifaxan (rifaximin) were to be continued, as tolerated. Lovenox (enoxaparin sodium) and ticagrelor were expected to be stopped by hospice. Two days after, the patient was discharged from the hospital (to hospice at home). At this point the patient was taking aspirin (81 mg). In (B)(6) 2016, the patient died of end-stage liver disease. With submission of a copy of the death certificate, the event term (originally reported as end stage liver disease) was changed to the primary cause of death on the death certificate (coronary artery disease).